Event description:
It was reported that the customer experienced low blood glucose levels of 33 mg/dl. The customer stated that she was not hospitalized due to his low blood glucose. The customer did not recall any significant events leading to the low blood glucose. The customer stated that a possible cause of the low blood glucose was that he did too much activity that day. The customer treated himself with crackers and did not seek medical assistance. The customer declined troubleshooting for the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.